Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a follow up this device showed a battery remaining of four years after being implanted for seven months. It was noted that the longevity decreased by two years since the last follow up. All other values appeared normal. The patient had atrial fibrillation (af) thus the mode of the device was changed and atrial sensing was turned off, but the battery still showed four years remaining. Another follow up was done days later and the battery showed 4.5 years remaining and the lower rate limit was reprogrammed. Another check was done and the battery longevity remained the same. The daily atrial measurements were turned off as precaution. A request for analysis was sent to see if this device was depleting prematurely. A review by engineering noted that the higher than normal power consumption was due to high rate atrial sensing. The device was since programmed to vvi mode and the atrial lead programmed off. Engineering noted that these changed should allow the power consumption and longevity to improve. No adverse patient effects were reported.